Manufacturer narrative:
The customer provided details on their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is enzimatico. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the distal end/areas around elevator using a non-olympus brush. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) steelco, along with detergent quimicos steelco, disinfectant is quimicos steelco. The aer was not cultured. The endoscope was stored in a simple cabin (no drying function). The maintenance and repair was performed by althea. The endoscope was not sterilized. The device will be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The hygiene microbiological investigation report from the customer indicated the scope were cultured and 1700 colony forming units (cfu) per milliliter of enterococcus faecalis was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The aware date should be 08-nov-2022.

Manufacturer narrative:
This report is being submitted for microbiological test results by olympus and device evaluation findings. The device was returned for evaluation. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. Two samples were tested. Sample 1: sampling method applied: eluent (buffered saline peptone solution ph 7.0 + 0.1% tween) was run through the channel lumens by aseptic irrigation with a volume of elution of at least three times the void volume of the lumen. It was ensured that all the connections were watertight, use sterile accessories when necessary. Same irrigation was repeated with fresh solution three more times for each channel collecting all of the fluid together in 1 liter sterile container. Extraction fluid was kept at 2-8ºc up to a maximum of 24 hours. Sample (fractions of 1/5 of the extraction fluid) was filtered and filter placed on culture media to determine the following: one sample for total aerobic microbial count (tamc), one sample for total yeast and mould count (tymc), one sample for total anaerobic microbial count, one sample for test for bile-tolerant gram-negative bacteria, one sample for test for escherichia coli, staphylococcus aureus and pseudomonas aeruginosa. Compliance assessment:the results indicated that the tamc, tymc and total anaerobic microbial count was less than 1 colony formin unites (cfu)/ milliliter (ml). The samples tested negative for presence of bile tolerant gram negative bacteria, escherichia coli, staphylococcus aureus and pseudomonas aeruginosa. The sample met the requirements for all listed tests where specifications were applied. Sample 2: sampling method applied: the tubes were prepared with 10 ml of tryptic soy broth (tsb) and swabs to carry out the sampling. A sample was taken from the distal end of the endoscope and the swab was put in the tube (test solution). Diluent without sample was used as control solution for negative controls. Negative control analysis was performed as described for the test sample, within each set of analysis. Specified microorganisms were analysed: staphylococcus aureus, pseudomonas aeruginosa, escherichia coli and bile tolerant gram negative bacteria. Compliance assessment: the samples tested negative for presence of the specified microorganisms. The obtained results were in confirmance with the requirements. The returned device was evaluated. There were few findings. The adhesive of the bending section cover was separated. The angulation was less than the specified value. The water supply volume did not meet the specifications. The air/water channel was clogged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation was noted: - brushing was not performed for biopsy for at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." [Reprocessing the endoscope (and relate reprocessing accessories)] [manually cleaning the endoscope and accessories/brush the channels] "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.